Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm long bipolar grasper instrument to perform failure analysis. Failure analysis investigations did not confirm customer reported complaint regarding broken cable. The instrument was analyzed and it was found to have a loose grip cable at the force amplification pulley. Additional observation(s) : the instrument was found to have hairline cracks on grip input shaft #6. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.